Manufacturer narrative:
Exemption number e2015055. Approx 2 devices were received for evaluation; 1 event was confirmed during testing and was found to be affected by wear. Approx 1 event had no failure detected. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device leaked. Approx 1 event had patient involvement; 1 event had no patient involvement; there was no patient impact.